Event description:
The customer reported via phone call that they had damage to their insulin pump's screen. The customer stated the screen was severely scratched. Customer was unable to read the screen due to the damage. The customer was unsure how the damage occurred on their insulin pump. Customer's blood glucose was 156 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.